Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute onyx drug-eluting stent was used to treat a lesion in the proximal left anterior descending (lad) artery with mild tortuosity and moderate calcification exhibiting 80% stenosis. There were no abnormalities reported in relation to patient's anatomy. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was not performed. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. There was no resistance encountered when advancing the device and excessive force was not used during delivery. The device was not moved or re-positioned prior to the leak. It was reported that after the stent was passed through the lesion, an inflation at 12atm was attempted but only the proximal and distal ends of the stent inflated. This caused the stent to be partially deployed at either end and not in the middle of the stent. A second inflation at 18atm was attempted and the stent was fully deployed. It was noted that pressure was lost in the inflator indicating a leak. The procedure was completed with this stent. The patient is alive with no injury.

Manufacturer narrative:
Evaluation summary: the balloon returned with blood visible in the balloon and inflation lumen. The balloon failed negative prep. A leak site could not be found during analysis. On pressurization of the device, the balloon and inflation lumen filled with blood. The inflation lumen became blocked with congealed blood and could not be dispersed in the waterbath despite multiple attempts. The distal shaft was cut distal to the congealed blood. The portion of the distal shaft was attached to a makeshift luer and an attempt was made to remove the congealed blood by performing negative prep. This failed due to a stretched balloon bond. The balloon was pressurized, and the balloon inflated successfully. The balloon could not be deflated due to balloon bond damage. If information is provided in the future, a supplemental report will be issued.